Event description:
It was reported that there was oxygen leaking out of the bottom of the ventilator during patient use. There was no reported harm to patient. No additional information will be provided per reporting hospitals regulations. The debug logs show that ventilation was not interrupted and continued to ventilate the patient. In the service screen, it is showing the o2 inlet pressure at 20.9 psi.